Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained using an ipsilateral antegrade approach. The 99% stenosed, diffused and occluded target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). This 185cm journey guide wire was advanced across the lesion and to the distal ata up to an angle in the artery where it could not be advanced any farther. It was necessary to torque the wire during advancement due to resistance encountered caused by the calcification. Angioplasty was then performed in the pta using 2.0x20 and 3.0x20 sterling es balloon catheters. After the journey wire was removed from the patient it was confirmed approximately 1.5 to 2cm of the core wire was exposed and twisted. Angiography confirmed that the radiopaque tip remained inside the patient located near the ankle where the ata and dorsalis pedis meet. The physician attempted to retrieve the tip using a gooseneck snare but was unsuccessful. The procedure was considered completed. No further patient complications were reported and they are taking a wait and see approach.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. Vascular access was obtained using an ipsilateral antegrade approach. The 99% stenosed, diffused and occluded target lesion was located in the moderately tortuous and severely calcified anterior tibial artery (ata). This 185cm journey guide wire was advanced across the lesion and to the distal ata up to an angle in the artery where it could not be advanced any farther. It was necessary to torque the wire during advancement due to resistance encountered caused by the calcification. Angioplasty was then performed in the pta using 2.0x20 and 3.0x20 sterling es balloon catheters. After the journey wire was removed from the patient it was confirmed approximately 1.5 to 2cm of the core wire was exposed and twisted. Angiography confirmed that the radiopaque tip remained inside the patient located near the ankle where the ata and dorsalis pedis meet. The physician attempted to retrieve the tip using a gooseneck snare but was unsuccessful. The procedure was considered completed. No further patient complications were reported and they are taking a wait and see approach.

Manufacturer narrative:
Device evaluated by manufacturer: analysis of the returned complaint device found the core wire and high torque sleeve (hts) were fractured. The distal tip, including the coil wire/core wire/ribbon (ccr joint) was not returned for analysis, confirming the reported separation. The remaining hts measured 5.75" from the fracture to the adhesive ramp. Magnified inspection of the fractured ends of the core wire and hts confirmed there was no evidence of any material or manufacturing deficiencies. Analytical test results found that the fracture has a dimpled surface indicating that the separation was due to ductile torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).